Manufacturer narrative:
Evaluation summary: the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that within one month of implant, the patient came in to have the lead repositioned. Over the night following the reposition the patient was in complete heart block with a heart rate of 40 bpm, and there was failure to capture and decreased r-waves. The lead did not appear to have dislodged, so the physician explanted and replaced the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.